Event description:
A review of the patient's device programming/diagnostic history was performed and it was observed that the voltage did lower as the physician indicated but it appeared to be normal, expected behavior as the device will still on and the voltage will decrease over time.

Event description:
Additional information was received on (B)(4) 2013 when clinic notes dated (B)(6) 2013 were received. The clinic notes mention that the patient still has occasional seizures but they are minimal. No side effects with his current AED regimen or vns settings. It was stated that the patient's battery indicator is at 50% and the patient is pending vns replacement. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Analysis of programming and diagnostic history performed.

Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received. Review of the clinic notes revealed that on (B)(6)2012 at 1:22-1:27pm, the patient was upset then fell asleep and after about 10 minutes had a seizure consisting of generalized stiffness. The patient's vns magnet was used and did not seem to be helpful. The clinic notes state that since this seizure was longer than his typical events, diastat was given. The patient was noted to have 3 breakthrough seizures since his last visit in august. The physician noted a discrepancy with the battery indicator during that visit versus the battery indicator from the patient's visit on (B)(6) 2012; the patient's battery indicator was noted to be significantly lower than the last visit. The patient was referred for battery replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for further information are underway but no additional information has been received to date.

Event description:
On (B)(6) 2013, an implant card was received from the facility indicating the patient's vns device was replaced on (B)(6) 2013 due to "prophylactic reasons". No other information was provided.